Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 5 years post the index procedure, follow up CT identified a distal type ib endoleak with loss of seal. The limb has retracted out of the rcia and back into aneurysm. Per the physician the cause of the event is anatomy related due to disease progression. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film analysis summary: migration of the right limb out of the right common iliac artery, with resulting distal type I endoleak and aaa expansion, was confirmed from the returned films. The likely cause appears to be due to disease progression. Review of pre-implant CT¿s revealed that the patient had a 56mm max diameter infrarenal aaa. The proximal ranged in diameter from 23 ¿ 25mm along the 50mm neck length, and the neck was mildly angulated ~30 deg a-p. The iliac arteries were mildly tortuous with slight calcification, and the right common iliac artery was aneurysmal ranging in diameter from ~15 ¿ 23 ¿ 14 ¿ 19 mm. Recent CT¿s from 5+ years post-implant confirmed that the distal end of the contra limb appeared to have pulled out (migrated) from the right iliac artery and was positioned within the aaa sac. The maximum aaa diameter had increased to 65mm, and contrast was seen within the distal sac from the distal type ib endoleak coming from the right side. Due to the limb migration the contra limb was severely kinked posteriorly just distal to the contra gate with a resulting 7mm limb ID. The distal right limb od measured 27mm within the unapposed aaa sac, and the right common iliac was aneurysmal ranging in diameter from 28 ¿ 22mm along the 4cm length. It appears most likely that disease progression, iliac artery dilatation, led to the limb migration out of the right iliac artery. If information is provided in the future, a supplemental report will be issued.